Event description:
It was reported by service report that there were exposed wires on the power cord and the motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - motion interrupt pan.